Event description:
It was reported that the patient was seen with high impedance. The device was turned off and xrays were taken. The xrays did not reveal any abnormalities. There were no reports of injuries or falls reported by the patient. X-rays have not been received by the manufacturer to date. No other relevant information has been received by the manufacturer to date.

Event description:
Additional information was received that the suspect product was discarded and is not available for return.